Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record patient was revised to address left prosthetic hip instability with recurrent dislocations. Patient experienced pain,and felt acute pop with obvious deformity. Surgeon felt an audible clunk. Patient underwent closed reduction on (B)(6) 2017 but failed with conservative treatment and proceed to revision surgery. Revision notes stated there was a seroma from the recent dislocation. Head and liner were removed. Doi: (B)(6) 2017 - dor: (B)(6) 2017 (left hip).